Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose level of the customer was 500 mg/dl. The customer stated that they refill reservoir and then the blood glucose level was 300 mg/dl. The customer's current blood glucose was 420 mg/dl. The high blood glucose of the customer was treated with the manual injections. The customer was assisted with the troubleshooting. The drive support cap appeared normal. The insulin pump will not be retuned for the analysis.